Event description:
Eight discordant cancer antigen 19-9 (ca 19-9) test results were obtained for one patient sample from an atellica im 1600 analyzer. It is unknown if the initial result was released to the physician(s). The same sample was repeated with dilution on the same atellica im 1600 analyzer, and a higher test result was obtained. It is unknown if the first repeat test result was released to the physician(s). The same sample was repeated six times, three times without dilution and three times with dilution on the same atellica im 1600 analyzer. It is unknown if the six repeat test results were released to the physician(s). The repeat, undiluted test results were aligned with the initial test result. The diluted test results were higher than the undiluted test results. Two additional tests were performed on the same atellica im 1600 analyzer and the same sample. One test result was with undiluted sample and one test result was with diluted sample, with the diluted repeat test result from the additional testing being reported as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that eight discordant cancer antigen 19-9 (ca 19-9) test results were obtained on one patient sample from an atellica im 1600 analyzer. The same sample was repeated using a different reagent and diluent pack. The undiluted (initial) test result from the additional testing was above the analytical measurement range (amr) of the assay (>700 ku/l). Repeat testing with a 10x dilution gave a result of 840 ku/l, indicating the ca 19-9 level was above the amr of the assay. No sample remains for additional testing. The operator suspects the sample has heterophilic antibodies. The cause of the discordance in test results between the diluted and undiluted test results for ca 19-9 is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.